Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during a colon resection procedure, on the first firing with a blue cartridge, the reload fell out of the stapler when trying to fire the device. The cartridge was retrieved from the patient. It was noted the tech did not seat the cartridge properly. The stapler was reloaded with another cartridge and used to complete the procedure. There was no patient consequence.